Manufacturer narrative:
Added information to section h10 (related report numbers). Updated section b4 (date of this report) and g3 (date received by manufacturer). H11. Additional narrative/data: corrected data: the corrections were for the initial submission for medwatch MFR # 2015691-2024-03733 with a report date of may 20, 2024. Reference mw # (B)(4) is corrected to MFR report number 2015691-2024-03733. The related report number is now included in the corresponding block h10.

Manufacturer narrative:
Updated section b4 (date of this report), g3 (date received by manufacturer), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). Corrected d4 (explant date), the subject device was not explanted but replaced through a valve-in-valve procedure. Therefore, this field was entered in error in medwatch#48014. H11: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including coronary artery disease (cad).

Manufacturer narrative:
H10. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 7300tfx27 valve implanted in mitral position underwent a valve-in-valve intervention after an implant duration of eight (8) years and six (6) months due to calcific degeneration with thickened leaflet and occluder appearance leading to stenosis (mean gradient 11mmhg; valve area: 0.6cm2 (vti)) and mild regurgitation. The patient was noted to have worsening symptoms of exertional dyspnea and nyha class iii before the reintervention procedure. A 29mm transcatheter valve was implanted within the edwards surgical valve. The patient was discharged the following day.